Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9733752. A medtronic representative went to the site to test the equipment. It was found that the emitter worked intermittently and the connection was loose. The emitter was replaced. The navigation system passed the system checkout and was found to be fully functional. The emitter was returned for analysis. The cable had nicks and cuts and the lemo connector was almost to the oint of falling off. Functionality could not be tested. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the cable for this flat emitter appears to have wear at the end and the connector appears to be loose. There was no patient involved.